Manufacturer narrative:
The damage found was sustained during procedure. The lead was otherwise normal.

Event description:
It was reported that during implant procedure, the guidewire got stuck within the left ventricular lead. The physician elected to remove the lead and implant another. The patient was stable post procedure.